Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient had the interstim implanted on (B)(6) 2017. The caller noted a few times the device had gone off and the patient had urine come out like it did before the implant. The caller noted the patient stood up and urine ran out. The caller noted the patient did not feel stimulation all the time. The caller noted the patient was not feeling stimulation when he stood up and his bladder released. The caller stated the stimulation was on 2.9. The caller changed the setting to 3.2 and the patient stated that it was comfortable. The caller stated the patient would try the setting and monitor the symptoms. The caller noted a similar bladder release happened on (B)(6) as well and the patient¿s sister increased stimulation to 13.1 and it shocked the patient. The caller noted they then turned stimulation back down. The caller noted the patient was hap py with the results of the interstim, but concerned about the accidents in the two days prior to the call. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the accidents and the device turning off was undetermined. The hcp saw the patient on (B)(6) 2017 and changed their programming. The hcp noted that they had not heard back from the patient and had an appointment scheduled with them for (B)(6)2017. No further complications were reported or were expected.